Manufacturer narrative:
The reported events were ¿lead, implant/explant same day¿, ¿physician had difficulty advancing lead¿ and lead kinked. As received, a complete lead with stylet inserted was returned in one piece. The reported event of lead kinked was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination showed that the inner coil at the connector region was overtorqued which resulted to the twisting of the lead body consistent with procedural damage. The cause of the reported event of lead kinked was due to the overtorqued inner coil at the connector region which is consistent with procedural damage.

Event description:
It was reported that during a lead implant procedure, the physician had difficulty advancing the right atrial lead. The physician felt that the lead may have gotten kinked during manipulation. A new lead was used

Manufacturer narrative:
Further information was requested but not received.